Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized for a malfunctioning pd catheter (not a (B)(6) product). The patient was diagnosed with fluid overload and was transitioned to hemodialysis (hd). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of drain complications and dyspnea. The pdrn confirmed radiological studies determined the patient was in fluid overload, and the patient was formally admitted. The patient went directly to interventional radiology where the malfunctioning pd catheter was removed, and an hd catheter (not a (B)(6) product) was surgically placed. The patient transitioned to hd without any reported issues and was discharged home in stable condition on (B)(6) 2026. The patient has recovered from the serious adverse events and is currently undergoing incenter hd for rrt. It is currently unknown if the patient will return to pd therapy. Per the pdrn, the patient¿s malfunctioning pd catheter caused the serious adverse events and did not involve any (B)(6) product(s) and/or device(s). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).